Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received inappropriate anti-tachycardia pacing (atp) and several shocks for supraventricular tachycardia (svt). The shock impedance measurement with the shocks was greater than 125 ohms. The patient¿s device had recorded a code 1005 which is indicative of a shock lead open condition. A surgical revision was performed, and lead body damage was observed at the terminal end of the shocking electrode. The lead was surgically abandoned and replaced and the patient¿s therapy was upgraded. No additional adverse patient effects were reported.